Manufacturer narrative:
The replaced air gas module was returned for investigation. The reported issue about the measured pressures during pressure transducer test being higher than expected and close to the higher allowed limit, was not reproduced during test of the returned part in a reference ventilator. The air gas module failed during test in the manufacturing test system. Troubleshooting showed that the gas module had a nozzle unit with a sticky membrane. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit should be changed during the preventive maintenance (pm) which shall be done at least once a year or after 5000 hours of operation. According to received service logs no pm has been performed on the reported ventilator since it was delivered. Thus the cause of the stickiness is normal wear of the membrane. The reported issue is confirmed in received device logs. However those values were within allowed limits (60 ±5 cmh2o) and the test did not fail. Event logs show that this did not have an impact on ventilation.

Event description:
It was reported that measured pressures during pressure transducer test in pre-use check were too close to the allowed upper limit. The air gas module was therefore replaced. There was no patient involvement. Manufacturer reference#: (B)(4).